Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data the fse adjusted the voltage to two boards and replaced the selector valve. The fse ran precision and qc, all results were with specifications. The cause of the discordant hgb results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia 120 hgb results were obtained on patient samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). Two patients (B)(6) received blood transfusions. There was no report of adverse health consequences due to the discordant hgb results.